Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An 8mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was successfully removed and no fragments were left inside the patient. The procedure was completed. No patient complications were reported.